Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced blood pollution due to balloon rupture. No patient harm or serious injury was reported.

Manufacturer narrative:
This issue was caused by the balloon rupture of the concomitant iab catheter. Due to balloon rupture, blood entered into this iabp unit. Therefore pneumatic module assy where the iab catheter was connected was replaced to a new one. Blood was not found at areas other than pneumatic module assy, either. After replacing of the part, system functional check, running test and electrical safety test were performed normally. This iabp unit was returned for clinical use to the facility on 10 november 2021. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).